Event description:
It was reported that array spinal implants were implanted during surgery around end of 2007. It was further reported that the patient had neurological complaints and that x-ray detected a broken screw. The screw was explanted and returned. Patient condition is fine.